Manufacturer narrative:
An event of valve leaflets not being in good alignment was reported. The investigation confirmed that the sewing cuff was frayed. All three leaflets and stent posts were normal in appearance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Image from the field appeared to show valve placed in jar in upside down position. The cause of reported incident could not be conclusively determined, however, is consistent with expected outcome after suturing the device while implanting or explanting from the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm stented porcine, aor, epic was selected for an implant. After implanting valve, the physician found that the valve leaflets were not in good alignment. Then a new 23mm stented porcine,aor,epic was selected and implanted as a replacement, and the patient is currently in good condition. The surgical process was not significantly affected.

Event description:
It was reported that on (B)(6) 2023, a 23mm stented porcine,aor,epic was selected for an implant. After implanting valve, the physician found that the valve leaflets were not in good alignment. Then a new 23mm stented porcine,aor,epic was selected and implanted as a replacement, and the patient is currently in good condition. The surgical process was not significantly affected.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.